Manufacturer narrative:
Results: fowler; safety bar, o2 bottle holder strap.

Event description:
It was reported by service report that the torsion springs in the safety bar are broken and the safety bar is bent. It was also reported the fowler was unable to support patient weight and the o2 bottle holder strap was worn. No patient involvement or adverse consequences are reported. The gas fowler cylinder is spongy but no leaks were found.